Event description:
It was reported that the insertion device ejected the infusion set unintentionally. The customer received scratches on her hand, but no medical treatment was required.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product was returned for evaluation.